Event description:
Per the clinic, the patient experienced a wound infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.